Event description:
It was reported that the nc trek was advanced to a mildly tortuous, heavily calcified, 90% stenosed lesion located in the proximal right coronary artery. The first inflation of the balloon was to 18 atmospheres. During the second inflation at 18 atm the balloon ruptured. There was no reported resistance during advancement of the trek balloon to the lesion. A new trek balloon was used to complete predilatation and a non-abbott stent was deployed to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.